Event description:
It was reported that a patient with generalized dystonia had a rechargeable implantable neurostimulator (ins) implanted in their left chest. Their settings were: left gpi 0-1-c+/2.4v/60us/160hz right gpi 8-9-c+/2.9v/60us/160hz impedances were ok and around 1000 ohm. 8- was lowest at 850 ohm. The patient complained of a consistent ringing noise in their left ear when charging or when an electrical device like mobile phone or laptop is around the ins. When they tilt their head to the right side away from the device, the ringing is less. The patient does not appear to have psycho-social issues. It was reviewed it was possible the patient heard the inductive charging noise during the recharge session.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.